Event description:
Dr to complete flexible cystoscopy at bedside, attempted to deflate balloon on 16fr silastic bard catheter, only able to get 3cc out of balloon. Attempted to pull catheter and met resistance. Reconnected syringe and tried pumping to get balloon deflated, got 1/2 cc from balloon. Cath removed from pt still partially inflated. Urine now bloody, was clear previously. Cysto procedure done. Urine clear 24 hrs later.